Event description:
While troubleshooting for a system error 2234 alarm, a technical service representative (tsr) discovered a system error (se) 2367 alarm (air in line) in the alarm log. The tsr explained the alarm to the hospital technician. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.